Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator inspiratory positive airway pressure (ipap) was not working. It was reported that the event occurred during clinical use. There was no patient harm as a result of the event.

Manufacturer narrative:
Date of manufacturer: 09/07/2018. Date of report: 09/22/2018. (B)(4). The customer was not able to obtain the inspiratory positive airway pressure (ipap). This was a training issue which the customer was able to resolve without philips involvement.